Manufacturer narrative:
The reported events were lead dislodgement, muscle stimulation, loss of capture and failed to sense. A complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The reported event of loss of capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2023-47158. It was reported that the patient presented in the emergency room with pectoral stimulation. Upon review it was noted that the atrial lead exhibited loss of capture and failed to sense. Chest x-ray revealed that the atrial lead had dislodged. The device was reprogrammed. The atrial lead was explanted and replaced. During the replacement procedure it was noted that the right ventricular lead had an insulation breach. The physician repaired the rv lead with medical adhesive and a suture sleeve. The patient was stable post-procedure.